Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : no device associated with this report was received for examination. A review of the device manufacturing records (DHR) was performed. Product code 151630805 work order (B)(4) was manufactured on 30-march-2017. (B)(4) parts were manufactured per specification and all raw materials met specification. 1 scrap part associated with this lot. 1 part scrapped for black spot/imbedded particle. This scrap code has no correlation with the complaint failure mode. No reprocessing associated with this lot. 1 nonconformance associated with this lot. Nr-(B)(4) relates to parts machined over tolerance for surface finish. All affected parts were reworked into specification. As a result, there is no correlation between nr-(B)(4) and the complaint failure mode. A full review of the DHR and oms history was completed for lot 8490460. There was no in process deviations found that could be linked to the complaint failure mode while the parts were being manufactured. Therefore, this complaint was deemed non-verifiable through the device history record review. No further action is required.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
After placing the definitive rotating polyethylene of the tibia, it proved to be unstable in rotation, making a spin out movement in the knee flexion. It was tested before and it did not happen in the test with the proof poly so we had to open a second polyethylene of a higher number. Initially 5 and then the final 6. Intraoperatively, after all proof tests, the item sku (B)(4) (8x5 mm) was opened, after opening and implanting it, the doctor was not satisfied with the flexion extension and ligament balance, choosing to open another 8x6 mm insert (B)(4) (medical decision). In which he is the only one in the surgical moment that he can evaluate and he reported this in his justification to the hospital. There was no harm to the patient's health.